Event description:
There was an allegation of questionable high elecsys pth immunoassay results from the cobas 8000 - cobas e 602 module. The laboratory collected two sample tubes from the patients. One was tested on the cobas e602 and the other tube was sent to another laboratory for testing. The method used by the other laboratory was siemen and atellica. Patient 1 e602 result was 86.3 pg/ml and the other laboratory result was 66 pg/ml. Patient 2 e602 result was 73.3 pg/ml and the other laboratory result was 59 pg/ml. The questionable results were reported outside of the laboratory and the doctor questioned the results. The reagent lot number was 58361800. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer could not find a cause. He checked the probe alignments and pump pressures, and ran performance testing that was successful. He changed the measuring cells and had the customer perform a comparison and the results matched very closely. The field service engineer also performed preventive maintenance, changed all seals and pinch tubing, checked the pump pressures, and cleaned the analyzer. He ran a system volume check, photomultiplier voltage check, performance testing, and blank cell calibration. All tests passed. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The calibration data was acceptable. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent.